Event description:
According to the reporter: during the lap chole procedure, the device came apart at the seam of the bag when the surgeons brought the bag with specimen in it up to the inner abdominal wall in order to take it out of the port site. No patient adverse events were reported. Another bag was opened in order to retrieve the specimen.